Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a prostyle device failed before deployment, the suture was unraveling before attempt to deploy it. The suture was visible and out of the prostyle device, so the device never went into the patient's body. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Although it was reported that the device never entered the anatomy, the information suggests that the device was advanced on the guide wire. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unintended system motion (the suture was unraveling before attempt to deploy it) could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported the suture was unraveling before attempt to deploy it appears to be related to user mishandling /manipulation of device, plunger inadvertently depressed/deployed (step 2) during insertion of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.